Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well post-operatively. Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4)description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.